Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Pump also received with moisture damage on the motor, battery tube, keypad assembly and vibrator assembly. Unable to perform the displacement test, verify battery out limit alarm, or verify unresponsive button/keypad due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that her son's insulin pump alarmed battery out limit and the buttons are not responsive. Customer also indicated that the pump was in a cooler and the display window is foggy. Customer could not troubleshoot as buttons screen could not be cleared of battery out limit display. Customer's blood glucose was 180 mg/ dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.